Event description:
It was reported that during use, the hub separated from the relion® insulin syringe when removing the shield and the needle remained stuck in the cap. The following information was provided by the initial reporter: consume reported when he removed the needle shield, needle stuck in the cap needle is separated from the barrel. He uses the 1/2 31g, 8mm syringes.

Manufacturer narrative:
H.6. Investigation summary: customer returned (2) 1/2cc, 8mm, 31g relion syringes in an open poly bag from lot # 9105576. Customer states that the needle hub separated into the needle shield. Both syringes were returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9105576. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause for this defect cannot be determined. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, the hub separated from the relion® insulin syringe when removing the shield and the needle remained stuck in the cap. The following information was provided by the initial reporter: "consume reported when he removed the needle shield, needle stuck in the cap needle is separated from the barrel. He uses the 1/2 31g, 8mm syringes."